Event description:
It was reported that the cable stops providing readings prematurely and often. No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During investigation, the message, "board is not responding during protocol detection" was displayed. The error message displayed renders the device non-functional. A service history record review reveals that this unit was in the field for over thirteen (13) months with no previous reported issues prior to this reported event. Updated answer to initial reporter also sent report to FDA to "no".

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.